Manufacturer narrative:
Failure analysis noted that the pump had intermittent up button response due to corroded keypad traces. The pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had no response from the down button. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.